Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to an aging the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pico 7 was applied on the 30th of march, after approx. 60 hours the device switched off. Patient met the doctor on the 4th of april again to discuss further procedure. No patient harm was reported.